Event description:
A product return form was received for the patient's generator explant surgery and the reason for explant written on the form was due to patient request for removal, it is uncomfortable, no longer necessary. The explanted generator was received for analysis and analysis was completed and the device performed according to functional specifications. Analysis of the generator concluded that no abnormal performance or any other type of adverse condition was found. No additional relevant information has been received to date.

Event description:
Product analysis for the lead was completed and approved. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.